Event description:
It was reported during the procedure, the generator worked for 90 minutes, after that it stopped for 30 minutes and didn't work anymore. There was no energy to the plasmablade. Valleylab disposable pads were being used. They attempted to replace with a new blade, but nothing happened, they changed the disposable pads with another type, had the same problems with monopart and bipart pads, they switched off all other electro medical devices in the room. The orange indicator showed 2 bars and didn't work.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit powered on but did not output energy from the hand piece although visually the unit indicated normal output. The u9 octocoupler was found to have had an open led internally. When the u9 was replaced, the unit delivered rf energy correctly into the fixed resistors across all modes and output levels. For reasons unk, the internal led of the octocoupler u9 failed in the open condition which prevented the generator's output drive circuits from being enabled. No rf output energy was the result unclear how the u9 component failed since the generator undergoes active and passive burn-in testing prior to shipment. Repairs were performed and the unit passed final testing and was recertified for use. Applicable software and hardware upgrades were performed. The unit was repaired and passed final testing and was recertified for use. End of report.